Event description:
Complainant claims that the bearing broke.

Manufacturer narrative:
The returned product was examined and the reported breakage was confirmed. Examination of the broken bearing revealed an area of subsurface delamination at the lateral edge. No subsurface delamination was observed on the other bearing indicating that non uniform loading was present and that higher loads were applied to the broken bearing. The evaluation concludes that the fracture occurred as a result of the non uniform loading.